Manufacturer narrative:
Previously evaluation result code (device) problem code grid,evaluation method code grid (1) ,conclusion code grid (1) was incorrect. In this report the box h has been updated and corrected.

Event description:
The manufacturer received information from linv alleging burn marks in ui bezel. The device returned to third party service center for evaluation. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the device will not power on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed the following from an external and internal inspection: a yellowish substance on the exterior of the bottom enclosure. A dust like contaminate on the exterior and interior of the ui (user interface) bezel, top enclosure, the iso port (international organization for standardization), inlet/outlet seal, blower motor, blower box, heater plate, heater plate spring, bottom enclosure, humidifier lid, humidifier lid seal, and the water tank. Corrosion/rust on the water tank pan. Potential liquid ingress with a white powdery substance consistent with mineral deposits on the top enclosure, pca, iso port, blower motor, blower box, heater plate, heater plate spring, interior of the bottom enclosure, interior of the humidifier lid, humidifier lid seal, and the water tank. Potential burn marks on the interior of the ui bezel, ui bezel ribbon cable, iso port, and the pca (q2). The manufacturer technician verified a burning odor when the device was plugged in. Using the power supply and power cord returned with the device, was not able to confirm the device powers on due to thermal damage to the pca (printed circuit assembly). The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was a thermal damage and observed dust contamination and water marks in the device and are consistent with being from an external source. The following corrections have been done in this report: in general information tab: 510k number has been corrected. In section d: product UDI, device avail. For eval, device serviced by 3rdp and date returned has been updated. In section h: device eval. By mfg., problem code grid, evaluation results code grid and conclusion code grid has been updated. In section b: describe event or problem verbiage has been corrected.